Manufacturer narrative:
Describe event or problem - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 16feb2017 in describe event or problem. No further follow up is planned. Evaluation summary a female patient reported her savvio device was not delivering the selected amount of insulin. The plunger would move when no cartridge was installed in the device, but would not move when a cartridge was installed. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1406v06, manufactured june 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The complaint narrative indicates troubleshooting was performed with a new needle, and insulin was released. A complaint history review for the batch did not identify any atypical findings with respect to dose accuracy or priming / setup difficulties. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The user manual instructs the user to use a new needle and to prime the device before each injection. There is evidence of improper use. The patient reuses needles and does not prime the device before each injection. These may be relevant to the event of increased blood glucose.

Event description:
(B)(4). This spontaneous case reported by two consumers who contacted the company to report an adverse event and a product complaint, concerns a (B)(6) female patient. Medical history included a visual problem and the patient was an eyeglasses wearer. Concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n), 12iu each morning, 12iu at lunch time, 16iu at night, subcutaneously, unknown indication for use and start date. On an unknown date, unknown time after beginning treatment with human insulin nph via humapen savvio gray (lot number 1406v06), the patient noted that the device was not delivering the selected amount of insulin (associated with (B)(4)). Due to this issue, on an unspecified date reported as on (B)(6) 2017, unknown time after beginning treatment with human insulin nph, the patient was hospitalized because she had an increase in her glycaemia, which reached 550 (units and reference range was not provided). It was not provided if the patient received any corrective treatment while was hospitalized; however the patient recovered from this event and was discharged from the hospital after five days. It was also provided that the patient reused the needles for two days and never performed the prime. Human insulin nph treatment continued. Follow-up would not be pursued since the initial reporter refused to provide any additional information. The patient was the operator of the device and she was not trained. It was unclear how long this device model and the reported device were used (reported as one week before (B)(6) 2017). The device was not returned. The reporting consumer did not provide any opinion of relatedness. Update 03feb2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 14feb2017: upon review, the product complaint number was added in narrative and processed accordingly in complaint analyzer tool. Update 16feb2017: additional information received on 16feb2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.